Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 479 mg/dl. The customer was advised the patient to change the entire set, reservoir and insulin and teat per healthcare provider instructions. The customer was assisted with resetting the fixed prime. The customer stated that his blood glucose is now stable. The customer was encouraged to talk to his doctor in reference to his high blood glucose. The customer was advised that the insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.